Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient developed worsening neuro-cognitive impairment due to a peri-lead edematous, gliotic reaction. This severe event was assessed to be related to the procedure and leads. The patient was admitted to the hospital and administered medication. The patient was discharged and the event was resolving. The devices remain implanted in the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: vercise cartesia, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Correction to the initial MDR in block b3: approximated date should have been august 1, 2022 additional suspect medical device component involved in the event: brand name: vercise cartesia, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7071266.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient developed worsening neuro-cognitive impairment due to a peri-lead edematous, gliotic reaction. This severe event was assessed to be related to the device. The patient was admitted to the hospital and administered medication. The event was resolving. The device remains implanted in the patient. Additional information was received that upon hospital admission, the patient was temporarily disoriented, partially apraxic with bradykinesia of upper and lower extremities on the right side and a broad-based, short-stepped gait pattern. The patient was treated with cortisone. A head CT was performed which showed no clear inflammatory reaction and an eeg showed moderate diffuse cerebral dysfunction. Approximately one month later, the patient was readmitted to the hospital where the patient underwent anesthetized magnetic resonance imaging. The results revealed increasing bilateral edema, gliosis in the area of the dbs leads frontally on both sides. The patient was discharged from the hospital and was noted to have slight improvement in cognition, mobility, and coordination since start of cortisone therapy. The event was assessed to be due to the procedure and device hardware.